Event description:
The clinician reported that almost 10 months after the dental implant was placed in ada site 4 in the patient's mouth, the implant lost osseointegration in type iii bone. The site was grafted. The clinician reports the patient's insufficient bone quality/quantity. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.